Event description:
It was reported that, during a struma procedure, the blade broke, but the broken blade did not fall into the pt. The case was completed with a new instrument. No further info is available. Pt consequence unknown.

Manufacturer narrative:
Info was not provided by the affiliate. Info anticipated, but unavailable at this time.